Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 26-april-2024, it was reported by the patient that infusions set fell off due to tape not sticking. Since last 2-3 days the infusion set was in use. Infusion set was placed in abdomen. No further information was available.